Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing and pacing inhibition that resulted in greater than 2 seconds of asystole. An invasive procedure was performed. A venogram noted occlusion, so therapy was programmed off in the ICD and a new ICD and rv lead were implanted on the opposite side. No additional adverse patient effects were reported. This product remains implanted.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that an additional procedure was performed approximately nine months later. Visual observation of the lead with the pocket open noted damage to the lead body in the area of the collar bone. The device was explanted and the lead was surgically abandoned. No additional adverse patient effects were reported.